Event description:
(B)(4). After getting essure I bled for ten months non stop. I gained 45 pounds, I got uti's, I got chronic migraines, sharp abdominal pains, pain during intercourse, fatigue, and many other problems.